Event description:
The facility representative reported a pump with a constant 500 failure code. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:the device evaluation was completed and failure code 570:320:831:000 confirmed due to a defective channel select key on the pump head keypads, for channels a, b and c. Service installed new phm keypads (a, b and c) and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.